Manufacturer narrative:
Collecting of information is ongoing. On (B)(6) 2021 the patient passed away. There is no indication at this time the patient died as a result of the fall from the bed however there is an autopsy pending to determine the cause of the patient's death.

Event description:
On (B)(6) 2021 arjo was informed about an incident related to the citadel plus bed. The complaint states that the patient fell from the bed and was found on the floor with the side rail on top of him. No injuries were noted at the time of the fall. The event was unwitnessed. The patient stated that he was having a nightmare and the next thing he knew he was on the floor.

Manufacturer narrative:
On 21 jan 2021 arjo was informed about an incident related to the citadel plus bed. The complaint states that the patient fell from the bed and was found on the floor with the side rail on top of him. No injuries were noted at that time. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This root cause could not be confirmed as the event was unwitnessed. The patient stated that he had a nightmare and the next thing he knew, he was on the floor. To conclude, the side rail panel detached from the side rail mechanism at time of use the bed by the patient and from that perspective, the citadel plus bed did not meet the performance specification. No injury was reported as outcome of the fall. On 22 jan 2021 the patient passed away. There was no indication that the patient died as a result of the fall from the bed. No further details were provided to arjo.